Event description:
The hcp reported the pt was to undergo explant of their ipg and capsulotomy at the same site. Two weeks prior the pt had their leads removed due to a giant cell granuloma that had developed, due to what the hcp believes is an allergic reaction. During the explant procedure of the ipg, it was noted a capsule of nectotic like tissue had formed around the head of the device. This was removed. The posterior wall of the pocket had what appeared to be necrotic material along with what may have been retrograde old tissue fluid from her laminotomy site. Anaerobic and aerobic cultures were performed on this fluid which was negative for growth. Tissue from the pocket site (soft tissue, right hip excision) was sent for pathological testing. The findings were: fibrovascular and adipose tissue lined by acutely inflated granulation tissue. Focal granulomatous inflammation including foreign body giant cells. The hcp is currently having the pt tested for allergies specific to the implanted devices with the ultimate goal of having a special device made that the pt will tolerate. The hcp reports the stimulator gave the pt an excellent improvement to the pt's quality of life and allowed the pt to walk and have normal daily routines. The pt tolerated the explant procedure and was seen in follow up in one week. Additional info received indicated the development of the giant cell granuloma was on the leads with infiltration into the subcutaneous tissue producing a cystic like structure in the back. Initial allergy testing with a standard kit produced negative results. Further allergy testing indicated the response was more like a "rejection response" than an allergy. The pt has no device in place and is "doing well" since explant. See MFR report #3004209178200800218 and 6000153200802416.

Manufacturer narrative:
.